Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The DHR review and complaint investigation of the returned complaint samples associated with the biosentry tract sealant complaint events of biosentry delivery system unable to deploy the plug. Returned were three (3) biosentry delivery systems, one (1) biosentry adaptor and two (2) biopsy needles (which are not provided with the biosentry device kit). The customer's reported complaint of delivery system stylet was unable to be advanced through the adaptor and deploy the plug was not confirmed. The returned complaint samples met device dimensional specifications and stylets were able to advance through the proximal end (and entire lumen) of the returned adaptor with no issues. A review of the electronic DHR for the lot number reported by the customer determined no exception documents were recorded that would cause this type of incident to occur.

Event description:
The customer reports could not deploy the hydro gel plunger through the coaxil. Used the bard mission. No additional details were provided.